Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for the additional device type is as follows: jka. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported before using the bd vacutainer® ultratouch¿ push button blood collection set with pah there were 30 devices that were delivered with the packaging blisters open rending them non-sterile. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes, h.3 device eval by manufacturer? Yes, d9: returned to manufacturer on: 06-oct-2025. Investigation summary: bd received 12 samples and 4 photos for investigation. The photos depict individual blister packs with warped or damaged packaging and an open seal. All 12 samples underwent visual inspection for open or damaged packaging, and each sample failed testing due to warped packaging that resulted in an open seal. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: open package/seal. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported before using the bd vacutainer® ultratouch¿ push button blood collection set with pah there were 30 devices that were delivered with the packaging blisters open rending them non-sterile. No adverse impact was reported regarding the patient or user.